Event description:
It was reported that the patient with this right ventricular (rv) lead already knew about lead pulling back. (B)(6) technical services (ts) discussed option with the patient and if needs to be seen right away patient can go to ER. The lead remains in service no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).